Manufacturer narrative:
Qn# (B)(4). The customer returned one cvc catheter for analysis. Signs-of-use in the form of biological material was observed on the catheter body. After failing functional testing (see below), visual analysis revealed a hole near the juncture hub of the catheter body. Microscopic examination of the damage revealed that the edges were smooth and uniform, which indicates that contact with sharps caused or contributed to this event. It was also observed that a suture was wrapped around the catheter body directly adjacent to the juncture hub and the damage. This catheter is meant to be secured at the suture wings on either side of the hub. This further supports the possibility that contact with sharps caused or contributed to this event. The hole in the catheter measured 7mm from the juncture hub. The catheter body from the juncture hub to the distal tip measured 8" which is within the specification limits of 7 13/16"-8 3/16" per the catheter graphic. The catheter outer diameter measured .0555" which is within the specification limits of .0550"-.059" per the catheter extrusion graphic. The catheter inner diameter at the proximal end measured .037" which is within the specification limits of .037"-.039" per the catheter extrusion graphic. The catheter body was flushed with a lab inventory syringe. Water was observed leaking out of a hole near the juncture hub. Performed per IFU statement "prepare catheter for insertion by flushing the lumen". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow". The report of a leaking catheter was confirmed through complaint investigation. Visual and functional analysis revealed a hole on the catheter body directly adjacent to the juncture hub. Microscopic examination revealed that the edges of the hole were smooth and uniform, which is consistent with damage caused by contact with sharps. The catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the catheter was found leaking while in use on a patient. The catheter was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the catheter was found leaking while in use on a patient. The catheter was replaced. The patient's condition is reported as fine.